Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ("severe fallopian tube pain at coil location"), abdominal pain ("cramping"), genital haemorrhage ("bleeding (heavy) / chronic excessive bleeding / clotting"), dysmenorrhoea ("painful periods") and cystitis ("bladder infections") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing device in one of her tubes" on (B)(6) 2014 and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included c-section on (B)(6) 2014, gravida ii, parity 2, preterm labor (in her second pregnancy (baby born at (B)(6))), nonsmoker and gastric bypass. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included lorazepam (ativan) for anxiety and levothyroxine for thyroid disorder nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain (debilitating)"), pelvic pain ("pelvic pain (debilitating)"), uterine pain ("uterus pain (chronic,debilitating)") and abdominal pain upper ("stomach pain (debilitating)"). On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), adenomyosis ("adenomyosis"), pelvic adhesions ("uterus adhered to bladder"), bladder disorder ("bladder problems"), cystitis (seriousness criterion medically significant) with bladder pain, uterine enlargement ("uterus enlarged twice normal size"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("tiredness (extreme fatigue)"), feeling abnormal ("brain fog"), irritability ("irritability"), fibromyalgia ("fibromyalgia diagnosis"), mental disorder ("essure caused or aggravated psychiatric and psychological conditions"), pain ("severe and persistent pain") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy to remove essure), essure was removed on (B)(6) 2015. At the time of the report, the medical device site pain, abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, adenomyosis, uterine pain, pelvic adhesions, bladder disorder, cystitis, uterine enlargement, abdominal distension, irritability, abdominal pain upper and mental disorder outcome was unknown, the genital haemorrhage, back pain, fatigue and fibromyalgia had resolved and the alopecia, feeling abnormal, pain and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, irritability, medical device site pain, mental disorder, pain, pelvic adhesions, pelvic pain, uterine enlargement, uterine pain and weight increased to be related to essure. The reporter commented: pathology report - gross description: the fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. On (B)(6) 2015: abdominal CT: no acute inflammation. Normal appendix. Gastric surgery. Bl essure tubal devices. The study was interpreted by the radiologist. Pelvic sonogram: normal study. Normal right lower quadrant gas filled appendix. Bilateral tubal occlusion devices are present. No pelvic free fluid. Concerning the injuries reported in this case, the following one/ones were reported via medical records: back pain and pelvic pain incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ('severe fallopian tube pain at coil location'), abdominal pain lower ('cramping'), genital haemorrhage ('bleeding heavy / chronic excessive bleeding / clotting') and dysmenorrhoea ('painful periods') in a 36-year-old female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing device in one of her tubes" on (B)(6) 2014 and device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's medical history included c-section on (B)(6) 2014, gravida ii, parity 2, preterm labor (in her second pregnancy baby born at 37 weeks), nonsmoker and gastric bypass. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included vitamin d deficiency. Concomitant products included lorazepam (ativan) for anxiety and levothyroxine for thyroid disorder nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain debilitating"), pelvic pain ("pelvic pain debilitating"), uterine pain ("uterus pain chronic,debilitating"), abdominal pain upper ("stomach pain debilitating") and adnexa uteri pain ("fallopian tube pain"). On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), adenomyosis ("adenomyosis"), pelvic adhesions ("uterus adhered to bladder"), bladder disorder ("bladder problems"), cystitis ("bladder infections") with bladder pain, uterine enlargement ("uterus enlarged twice normal size"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("tiredness extreme fatigue"), feeling abnormal ("brain fog"), irritability ("irritability"), fibromyalgia ("fibromyalgia diagnosis"), mental disorder ("essure caused or aggravated psychiatric and psychological conditions"), pain ("severe and persistent pain"), anaemia ("anemia") and urinary incontinence ("urine leak") and was found to have weight increased ("weight gain") and protein urine present ("protein in urine"). The patient was treated with surgery (partial hysterectomy to remove essure, total laparoscopic hysterectomy with bilateral salpingectomy and partial hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device site pain, abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain, adenomyosis, uterine pain, pelvic adhesions, bladder disorder, uterine enlargement, abdominal distension, irritability, abdominal pain upper, mental disorder, adnexa uteri pain, anaemia, urinary incontinence and protein urine present outcome was unknown, the genital haemorrhage, back pain, cystitis, fatigue and fibromyalgia had resolved and the alopecia, feeling abnormal, pain and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, anaemia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, irritability, medical device site pain, mental disorder, pain, pelvic adhesions, pelvic pain, protein urine present, urinary incontinence, uterine enlargement, uterine pain and weight increased to be related to essure. The reporter commented: pathology report gross description: the fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. The patient tolerated this without complication or difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. (B)(6) 2015: abdominal CT: no acute inflammation. Normal appendix. Gastric surgery. Bl essure tubal devices. The study was interpreted by the radiologist. Pelvic sonogram: normal study. Normal right lower quadrant gas filled appendix. Bilateral tubal occlusion devices are present. No pelvic free fluid. On (B)(6) 2015, pathology report specimen: uterus, cervix, bilateral fallopian tubes (no ovaries), 110 grams final diagnosis a) uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no diagnostic abnormalities uterus: endometrium: secretory endometrium, myometrium: no diagnostic abnormalities, serosa: serosal adhesions fallopian tubes: paratubal cysts and intra-lumenal wires, bilaterally. Negative for atypia and malignancy. Uterus, cervix, bilateral fallopian tubes: is a uterus and cervix with attached bilateral adnexa. The right fallopian tube is inked blue for identification. The uterus and cervix weigh 92 grams and measure 7.5 x 5.5 x 4.3 cm. The uterine serosa is tan-pink and smooth to moderately shaggy, especially on the anterior aspect. The parametrial and paracervical tissues are inked. The ectocervix measures 3.2 x 2.9 cm. The ectocervical mucosa is markedly hyperemic. There is a 1 x 0.2 cm slitlike patent os. This is surrounded by a rim of hyperemic endocervical mucosa. The remaining endocervical mucosa is tan and glistening. The squamocolumnar junction is distinct. The tan-red lush endometrium measures up to 0.4 cm. There are no endometrial masses noted. The tan-pink myometrium measures 2.3 cm. The right fimbriated fallopian tube measures 6.6 cm in length and up to 1.1 cm in diameter. Its serosa is congested and smooth. There is a 0.6 cm paratubal cyst. The fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is a coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. The fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is a coiled wire. Concerning the injuries reported in this case, the following one/ones were reported via medical records: back pain and pelvic pain, dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: urine leak , anemia . Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received- lot number and reporter information were added. Case was medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device site pain ("severe fallopian tube pain at coil location"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding (heavy) / chronic excessive bleeding / clotting"), dysmenorrhoea ("painful periods") and cystitis ("bladder infections") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing device in one of her tubes" on (B)(6) 2014 and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included c-section on (B)(6) 2014, gravida ii, parity 2, preterm labor (in her second pregnancy (baby born at 37 weeks)), nonsmoker and gastric bypass. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included vitamin d deficiency. Concomitant products included lorazepam (ativan) for anxiety and levothyroxine for thyroid disorder nos. In (B)(6) 2014, the patient experienced back pain ("back pain (debilitating)"), pelvic pain ("pelvic pain (debilitating)"), uterine pain ("uterus pain (chronic,debilitating)"), abdominal pain upper ("stomach pain (debilitating)") and adnexa uteri pain ("fallopian tube pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), adenomyosis ("adenomyosis"), pelvic adhesions ("uterus adhered to bladder"), bladder disorder ("bladder problems"), cystitis (seriousness criterion medically significant) with bladder pain, uterine enlargement ("uterus enlarged twice normal size"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("tiredness (extreme fatigue)"), feeling abnormal ("brain fog"), irritability ("irritability"), fibromyalgia ("fibromyalgia diagnosis"), mental disorder ("essure caused or aggravated psychiatric and psychological conditions"), pain ("severe and persistent pain") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device site pain, abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain, adenomyosis, uterine pain, pelvic adhesions, bladder disorder, cystitis, uterine enlargement, abdominal distension, irritability, abdominal pain upper, mental disorder and adnexa uteri pain outcome was unknown, the genital haemorrhage, back pain, fatigue and fibromyalgia had resolved and the alopecia, feeling abnormal, pain and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, irritability, medical device site pain, mental disorder, pain, pelvic adhesions, pelvic pain, uterine enlargement, uterine pain and weight increased to be related to essure. The reporter commented: pathology report - gross description: the fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. The patient tolerated this without complication or difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. (B)(6) 2015: abdominal CT: no acute inflammation. Normal appendix. Gastric surgery. Bl essure tubal devices. The study was interpreted by the radiologist. Pelvic sonogram: normal study. Normal right lower quadrant gas filled appendix. Bilateral tubal occlusion devices are present. No pelvic free fluid. On (B)(6) 2015, pathology report specimen: uterus, cervix, bilateral fallopian tubes (no ovaries), 110 grams final diagnosis a) uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no diagnostic abnormalities uterus: endometrium: secretory endometrium, myometrium: no diagnostic abnormalities, serosa: serosal adhesions fallopian tubes: paratubal cysts and intra-lumenal wires, bilaterally. Negative for atypia and malignancy. Uterus, cervix, bilateral fallopian tubes: is a uterus and cervix with attached bilateral adnexa. The right fallopian tube is inked blue for identification. The uterus and cervix weigh 92 grams and measure 7.5 x 5.5 x 4.3 cm. The uterine serosa is tan-pink and smooth to moderately shaggy, especially on the anterior aspect. The parametrial and paracervical tissues are inked. The ectocervix measures 3.2 x 2.9 cm. The ectocervical mucosa is markedly hyperemic. There is a 1 x 0.2 cm slitlike patent os. This is surrounded by a rim of hyperemic endocervical mucosa. The remaining endocervical mucosa is tan and glistening. The squamocolumnar junction is distinct. The tan-red lush endometrium measures up to 0.4 cm. There are no endometrial masses noted. The tan-pink myometrium measures 2.3 cm. The right fimbriated fallopian tube measures 6.6 cm in length and up to 1.1 cm in diameter. Its serosa is congested and smooth. There is a 0.6 cm paratubal cyst. The fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is a coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. The fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is a coiled wire. Concerning the injuries reported in this case, the following one/ones were reported via medical records: back pain and pelvic pain, dysmenorrhea . Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Event added: pain in fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ('severe fallopian tube pain at coil location'), abdominal pain lower ('cramping'), genital haemorrhage ('bleeding (heavy) / chronic excessive bleeding / clotting') and dysmenorrhoea ('painful periods') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing device in one of her tubes" on 20-mar-2014 and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included c-section on (B)(6) 2014, gravida ii, parity 2, preterm labor (in her second pregnancy (baby born at 37 weeks)), nonsmoker and gastric bypass. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included vitamin d deficiency. Concomitant products included lorazepam (ativan) for anxiety and levothyroxine for thyroid disorder nos. In march 2014, the patient experienced back pain ("back pain (debilitating)"), pelvic pain ("pelvic pain (debilitating)"), uterine pain ("uterus pain (chronic,debilitating)"), abdominal pain upper ("stomach pain (debilitating)") and adnexa uteri pain ("fallopian tube pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), adenomyosis ("adenomyosis"), pelvic adhesions ("uterus adhered to bladder"), bladder disorder ("bladder problems"), cystitis ("bladder infections") with bladder pain, uterine enlargement ("uterus enlarged twice normal size"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("tiredness (extreme fatigue)"), feeling abnormal ("brain fog"), irritability ("irritability"), fibromyalgia ("fibromyalgia diagnosis"), mental disorder ("essure caused or aggravated psychiatric and psychological conditions"), pain ("severe and persistent pain"), anaemia ("anemia") and urinary incontinence ("urine leak") and was found to have weight increased ("weight gain") and protein urine present ("protein in urine"). The patient was treated with surgery (partial hysterectomy to remove essure, total laparoscopic hysterectomy with bilateral salpingectomy and partial hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device site pain, abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain, adenomyosis, uterine pain, pelvic adhesions, bladder disorder, uterine enlargement, abdominal distension, irritability, abdominal pain upper, mental disorder, adnexa uteri pain, anaemia, urinary incontinence and protein urine present outcome was unknown, the genital haemorrhage, back pain, cystitis, fatigue and fibromyalgia had resolved and the alopecia, feeling abnormal, pain and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, anaemia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, irritability, medical device site pain, mental disorder, pain, pelvic adhesions, pelvic pain, protein urine present, urinary incontinence, uterine enlargement, uterine pain and weight increased to be related to essure. The reporter commented: pathology report - gross description: the fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. The patient tolerated this without complication or difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Mar-2015: abdominal CT: no acute inflammation. Normal appendix. Gastric surgery. Bl essure tubal devices. The study was interpreted by the radiologist. Pelvic sonogram: normal study. Normal right lower quadrant gas filled appendix. Bilateral tubal occlusion devices are present. No pelvic free fluid. On (B)(6) 2015, pathology report specimen: uterus, cervix, bilateral fallopian tubes (no ovaries), 110 grams final diagnosis a) uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no diagnostic abnormalities uterus: endometrium: secretory endometrium, myometrium: no diagnostic abnormalities, serosa: serosal adhesions fallopian tubes: paratubal cysts and intra-lumenal wires, bilaterally. Negative for atypia and malignancy. Uterus, cervix, bilateral fallopian tubes: is a uterus and cervix with attached bilateral adnexa. The right fallopian tube is inked blue for identification. The uterus and cervix weigh 92 grams and measure 7.5 x 5.5 x 4.3 cm. The uterine serosa is tan-pink and smooth to moderately shaggy, especially on the anterior aspect. The parametrial and paracervical tissues are inked. The ectocervix measures 3.2 x 2.9 cm. The ectocervical mucosa is markedly hyperemic. There is a 1 x 0.2 cm slitlike patent os. This is surrounded by a rim of hyperemic endocervical mucosa. The remaining endocervical mucosa is tan and glistening. The squamocolumnar junction is distinct. The tan-red lush endometrium measures up to 0.4 cm. There are no endometrial masses noted. The tan-pink myometrium measures 2.3 cm. The right fimbriated fallopian tube measures 6.6 cm in length and up to 1.1 cm in diameter. Its serosa is congested and smooth. There is a 0.6 cm paratubal cyst. The fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is a coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. The fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is a coiled wire. Concerning the injuries reported in this case, the following one/ones were reported via medical records: back pain and pelvic pain, dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: urine leak , anemia most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: bladder infections outcome were updated to recovered. New event: urine leak and anemia ,protein in urine were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ('severe fallopian tube pain at coil location'), abdominal pain lower ('cramping'), genital haemorrhage ('bleeding (heavy) / chronic excessive bleeding / clotting') and dysmenorrhoea ('painful periods') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing device in one of her tubes" on (B)(6)2014 and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included c-section on (B)(6)2014, gravida ii, parity 2, preterm labor (in her second pregnancy (baby born at 37 weeks)), nonsmoker and gastric bypass. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included vitamin d deficiency. Concomitant products included lorazepam (ativan) for anxiety and levothyroxine for thyroid disorder nos. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced back pain ("back pain (debilitating)"), pelvic pain ("pelvic pain (debilitating)"), uterine pain ("uterus pain (chronic,debilitating)"), abdominal pain upper ("stomach pain (debilitating)") and adnexa uteri pain ("fallopian tube pain"). On an unknown date, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), adenomyosis ("adenomyosis"), pelvic adhesions ("uterus adhered to bladder"), bladder disorder ("bladder problems"), cystitis ("bladder infections") with bladder pain, uterine enlargement ("uterus enlarged twice normal size"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("tiredness (extreme fatigue)"), feeling abnormal ("brain fog"), irritability ("irritability"), fibromyalgia ("fibromyalgia diagnosis"), mental disorder ("essure caused or aggravated psychiatric and psychological conditions"), pain ("severe and persistent pain"), anaemia ("anemia") and urinary incontinence ("urine leak") and was found to have weight increased ("weight gain") and protein urine present ("protein in urine"). The patient was treated with surgery (partial hysterectomy to remove essure, total laparoscopic hysterectomy with bilateral salpingectomy and partial hysterectomy to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the medical device site pain, abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain, adenomyosis, uterine pain, pelvic adhesions, bladder disorder, uterine enlargement, abdominal distension, irritability, abdominal pain upper, mental disorder, adnexa uteri pain, anaemia, urinary incontinence and protein urine present outcome was unknown, the genital haemorrhage, back pain, cystitis, fatigue and fibromyalgia had resolved and the alopecia, feeling abnormal, pain and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, anaemia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, irritability, medical device site pain, mental disorder, pain, pelvic adhesions, pelvic pain, protein urine present, urinary incontinence, uterine enlargement, uterine pain and weight increased to be related to essure. The reporter commented: pathology report - gross description: the fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. The patient tolerated this without complication or difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. (B)(6)2015: abdominal CT: no acute inflammation. Normal appendix. Gastric surgery. Bl essure tubal devices. The study was interpreted by the radiologist. Pelvic sonogram: normal study. Normal right lower quadrant gas filled appendix. Bilateral tubal occlusion devices are present. No pelvic free fluid. On (B)(6)2015, pathology report specimen: uterus, cervix, bilateral fallopian tubes (no ovaries), 110 grams final diagnosis a) uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no diagnostic abnormalities uterus: endometrium: secretory endometrium, myometrium: no diagnostic abnormalities, serosa: serosal adhesions fallopian tubes: paratubal cysts and intra-lumenal wires, bilaterally. Negative for atypia and malignancy. Uterus, cervix, bilateral fallopian tubes: is a uterus and cervix with attached bilateral adnexa. The right fallopian tube is inked blue for identification. The uterus and cervix weigh 92 grams and measure 7.5 x 5.5 x 4.3 cm. The uterine serosa is tan-pink and smooth to moderately shaggy, especially on the anterior aspect. The parametrial and paracervical tissues are inked. The ectocervix measures 3.2 x 2.9 cm. The ectocervical mucosa is markedly hyperemic. There is a 1 x 0.2 cm slitlike patent os. This is surrounded by a rim of hyperemic endocervical mucosa. The remaining endocervical mucosa is tan and glistening. The squamocolumnar junction is distinct. The tan-red lush endometrium measures up to 0.4 cm. There are no endometrial masses noted. The tan-pink myometrium measures 2.3 cm. The right fimbriated fallopian tube measures 6.6 cm in length and up to 1.1 cm in diameter. Its serosa is congested and smooth. There is a 0.6 cm paratubal cyst. The fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is a coiled wire. No masses are appreciated. The left fimbriated fallopian tube measures 6 cm in length and up to 0.6 cm in diameter. Its serosa is mildly congested and smooth. There are a few paratubal cysts that measure up to 0.3 cm in greatest dimension. The fallopian tube is serially sectioned, revealing a stellate lumen. Within the lumen is a coiled wire. Concerning the injuries reported in this case, the following one/ones were reported via medical records: back pain and pelvic pain, dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: urine leak , anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.